Event description:
It was rpeorted a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous cardiac catheterization. The angio-seal was deployed. About an hour later after the procedure, the pt experienced right leg numbness. An unltrasound was normal and the pt was discharged. After 19 days, the pt experienced a painful right foot. The pt returned to the hosptial and received pain medications. A new ultrasound identified what was rpeorted to be suture in the artery. The pt underwent surgical exploration of the femoral artery. The angio-seal plug (anchor, collagen, and suture) was found inside the common femoral artery, with the suture hanging down in the superficial femoral aterty. The suture broke when the physician tried to remove the angio-seal; it was found nearby the bifurcation.